Event description:
It was reported that pump battery depleted faster than before, requiring daily charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, cts was unable to confirm battery depletion allegation, and no additional information was received regarding the outcome of the event.